Event description:
It was reported that during a laparoscopic gastric bypass the first clips were fine and then they did not form correctly. The clips scissored and the tips did not line up together. Some didn't come together at all to form a closed clip. The case was completed with a like device with no pt consequence. The rep was present during this procedure.